Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that air bubbles appeared in the syringe during aspiration. Reportedly, there were no patient complications or injuries.